Event description:
The device was used during an esophagogastrectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon resected the tissue at the application site to remove the component and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.